Manufacturer narrative:
The lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements during a routine follow-up. Lead dislodgement was suspected. During the revision procedure, this lead was explanted and replaced. No adverse patient effects were reported.